Event description:
Report received of a non-delivery of tpn. It was reported that the pt was receiving tpn at 83ml/hour with total volume of 2200ml to be delivered. According to the report, tpn was hung at 4:00pm and at 6:00am the pump display indicated that 700ml had infused, but the bag appeared almost full. There were no drops seen in the drip chamber. The tubing was repositioned, the pump was reset and therapy was continued without further event. There was no reported adverse pt event. No further information was available.